Event description:
A customer reported that the pump cartridge displayed zero units after being filled with 30 units. This issue resolved on its own after the cartridge was changed, although it occurred twice. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further information was obtainable. The case was closed as the customer did not wish for any follow-up.